Manufacturer narrative:
The device intended to be used in treatment has understandably not been returned for evaluation. However, this investigation is unable to establish a relationship between the reported event. Therefore, the root cause is undetermined at this time. The instructions for use details suitable warnings and cautions relating to the use of the dressing, including, - change dressing daily or more often according to the condition of the wound. - as with all adhesive products apply and remove carefully from sensitive or fragile skin. - seek medical advice immediately for all serious wounds and burns, or if redness or discomfort occurs. A clinical review has taken place, however without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored, however this investigation is now complete a review of the associated risk files contains sensitisation reaction resulting from the patient having an irritation/ sensitisation reaction to the product. No batch/lot detail have been provided, due to this we are unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that after getting a pd catheter the patient had an allergic reaction to a primapore dressing. The health care professional used a cavilon swab and soluprep to treat the reaction. A dressing from another brand was used in the wound.